Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 90% stenosed lesion was located in the non-tortuous, non-calcified circumflex (cx) artery. The target area was not predilated. The physician was able to inflate the stent balloon and deploy the taxus express2 2.5x16mm drug eluting stent. The physician encountered resistance while trying to remove the balloon catheter. The physician reinflated the balloon intending to dilate the balloon/stent for a few seconds, but was unable to remove the balloon. He deflated the balloon and rotated the catheter but the balloon would not release. Finally, he pulled on the catheter with force and was able to withdraw the balloon. The stent was checked for placement under fluoroscopy. The stent was still in position and well opposed. No pt complications were reported. Pt status is satisfactory.